Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer technical support (cts) assisted the caller in resetting the pump, which resolved the issue since the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.